Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Reportedly, there were air bubbles in the tubing. Customer required assistance to administer a correction bolus. Tandem technical support assisted contact with priming the air bubbles out.